Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored and no unexpected errors, alarms, or audio/beeping alarms occurred. Insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer¿s blood glucose was unknown mg/dl at the time of incident. Customer stated that the insulin pump was not exposed to a change in altitude and customer was unsure if the button was pressed down for 3 minutes or longer. Customer also reported that the insulin pump would beep with no alarm showing. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.